Event description:
Baxter was notified that the patient was on an ipump administering dilaudid the concentration of which is unknown. The pump was in the pca mode but the patient was not pressing the button, however, the pump allegedly infused too much drug to the patient and he became over sedated. No other medication was given to the patient to counteract the over sedation. The nurse in charge stated that the pump was beeping and it read ¿system error 30.¿ information regarding the administration set is unavailable.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 14 2007. The customer returned the pump to baxter with paper work stating that the reported malfunction was error code 30. Baxter service confirmed the error code 30 due to a damaged right support which was replaced. The device was forwarded to baxter¿s product analysis lab for accuracy testing, however, the device had already been repaired and, therefore, the reported condition of over-infusion could not be confirmed. The device was calibrated and tested per procedure. The manufacturing facility has been made aware of this report through baxter¿s complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.